Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off and debris was lodged into the large collet slots causing the large collet fingers to not close all the way and not grip pin completely.

Event description:
It was reported that the sales rep's device would not hold a pin. There was no pt involvement and no allegation of adverse consequences associated with this event.